Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in an unspecified vessel using the preclose technique prior to an interventional procedure. Reportedly, an unspecified issue with the proglide device occurred. An additional proglide device was used for successful suture placement using the preclose technique. Hemostasis was achieved using the pre-placed proglide suture. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed. In addition, analysis found one anterior cuff tab was detached and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement with a proglide device was attempted in the right common femoral artery (rcfa) using the preclose technique prior to an endovascular aortic repair (evar). The arteriotomy was 8fr. Reportedly, a cuff miss occurred. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 16fr and the evar procedure was completed. Hemostasis was achieved using the pre-placed sutures. No additional information was provided.